Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and found cs100 display is flickering. Open the display and reconnect all the connectors. Found display flickering issue resolved. Machine handed over to end user with good working condition.

Event description:
N/a.